Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the history files were read out and analyzed. On the reported day of event no history logs were found. The sample was subjected to a visual and functional examination. The device showed heavily marks of use and was slightly contaminated. No device alarms occurred during the test. Because it was not possible to open the syringe holder, a functional examination was not possible. The sample was disassembled and the inside was investigated. Inside a mechanical damage of the drive unit was assessed. For testing purposes the damage was repaired. The following performed long term test no malfunction occurred. The display did not went dark. The device operated as intended. Besides the found damage, no other abnormalities were found. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): display went dark